Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 600's (mg/dl). The customer was uncertain of the suspected cause. The customer delivered a bolus via the pump. The following day, the customer's bg level was in the 400's mg/dl. During a system check with tandem technical support (cts), it was identified that the time and date on the pump were incorrect. Cts assisted the customer with updating the time and date successfully. The customer reported that their carb ratio had recently been changed per the recommendation of the healthcare provider. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.